Event description:
It was reported that the ilet user experienced a bg run expired alert after switching phones and setting up a new sensor, during which time the pump had no sensor glucose data and the user entered fingerstick readings into the pump. The user¿s fingerstick glucose was 264 mg/dl without symptoms and the hyperglycemia was attributed to missed insulin dosing while the system awaited new sensor warmup. Outcomes included transient hyperglycemia without reported medical intervention or hospitalization. Investigation included troubleshooting and education on proper setup, warmup expectations, and guidance to wait at least two hours after any manual rapid-acting insulin injection before reconnecting to automated dosing. Investigation of this case revealed that the device behavior was consistent with design when cgm data are unavailable during sensor warmup, and that therapy would resume once sensor readings were available. It was concluded, based on previously established findings for similar reports, that the cause was user transition between devices and sensor warmup leading to temporary absence of automated insulin dosing.